Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative - the device history review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. At this time, it is unknown if the device has been explanted and/or if an autopsy has been done. No cause of death has been provided. It is unknown if the death is related to the device.

Event description:
It was reported the patient has expired after an implant duration of approximately 17.53 months. Clinical source documents indicate the patient was seen on (B)(6) 2010 for her 1 year follow-up. At that time, she was without overt heart failure symptoms, complaining only of intermittent nausea and vomiting and episodic fatigue. Through investigation it was learned that on (B)(6) 2010 a neurological event occurred when the patient developed left-sided weakness and was hospitalized. A CT head, MRI/mra brain, and carotid ultrasound were done. Another neurological event occurred on (B)(6) 2011 when the patient developed complete right-sided weakness, paraplegia, and an inability to talk. CT head, mr head, neck and brain scans were done. The patient passed away on (B)(6) 2011. At this time, it is unknown if this is related to the device.